Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, pt reported receiving higher blood glucose readings while using the infusion sets. Pt stated there was a leak at the infusion site due to a bent cannula. Pt reported, his blood glucose went up to about 400 mg/dl. Pt's normal blood glucose range is 100-180 mg/dl. Pt stated, he was able to bring his blood glucose back down with the infusion device. Pt reported, he noticed the leak because, his blood glucose was elevated so he checked the infusion set. Pt stated, when he removed the infusion set he noticed the infusion set was bent. Pt reported, the infusion set was in use for about 6 hours. Pt manually inserts the infusion sets. Pt stated the issue occurred once and he discarded the alleged infusion set. The pt did not require assistance from a healthcare professional or second party to address the issue. No product return was requested.